Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope received a b32 error code and there was no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient due to the elongation of the angle wire. The curved rubber adhesive part was missing. The universal cord had buckled. There were stains on sw1, sw2, and sw3 that were difficult to remove due to handling. The label on the video connector had peeled off. The video connector, the operation part, the grip, the right/left lever, the up/down plate, the switch cover, the light guide connector, the light guide cover glass surface, and the video connector were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.